Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. There were no patient complications reported as a result of this event attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were locked into the capsule and had an over bite. A kink was noticed in the control wire near the handle. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. There were no patient complications reported as a result of this event attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.